Event description:
It was reported that during use the hub separated from device into the shield with a bd syringe 0.3ml 31ga 6mm wholeunit. The following information was provided by the initial reporter: it was reported that needle hub separated into the shield.

Manufacturer narrative:
Investigation summary: customer returned (3) loose 3/10cc syringes. Customer states that the needle shield was hard to remove and the needle hub separated into the shield. One syringe was returned with the hub-needle/shield assembly separated from the barrel. Both remaining syringes were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). Data: shield removal force syringe 1 2.52 lbs. Syringe 2 1.69 lbs. The hub assembly did not separate from the barrel of these syringes. A review of the device history record was completed for batch #9028788. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200805385] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 20 nov2019, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There was no hub inside the shield. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 has been opened to address this issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the hub separated from device into the shield with a bd syringe 0.3ml 31ga 6mm wholeunit. The following information was provided by the initial reporter: it was reported that needle hub separated into the shield.